Manufacturer narrative:
Additional information: d9. The investigation has been updated and the results are as follows: DHR results: the DHR was reviewed for hahn tapered implant lot #6122573 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the stock product for hahn tapered implant lot #6122573 was reviewed and found to be in stock, but it is not applicable for physical evaluation since the issue is customer related. Investigation methods/results: the device was returned but not in the original package. The implant was verified to be a hahn tapered implant ø4.3 x 8 mm (70-1154-imp0009) using the radiographic template (pk-209-062515). There was no defect or non-conformity observed and the threads were intact. Matter was observed in the treading of the implant. The complaint is verified based on the returned part but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause description: the root cause could not be explicitly determined. A potential root cause for this may be due to an under prepared osteotomy causing the improper placement of the implant which could have caused the implant to be only 3mm into the ridge. Manufacturer reference #: (B)(4).

Event description:
It was reported by a healthcare professional that the hahn tapered implant failed. The patients bone type was reported as type ii and the oral health as good. The patient presented for implant placement on tooth position #19 on (B)(6) 2025. On (B)(6) 2025, after the healing abutment placement, the patient presented with bone loss and granulation/fibrous tissue around the implant. The doctor reported that the implant was only 3 mm into the alveolar ridge and required removal. The reported device was explanted on (B)(6) 2026. The patient had no permanent injury, there was no replacement placed, and no additional medical/surgical procedure was required. The provider who performed the explant was not the same provider who placed the implant.

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Manufacturer narrative:
Additional information: h6. Manufacturer reference #: (B)(4).